Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse recalibrated the master tool manipulator (mtm) and replaced the universal surgical manipulator(usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting assistance to report difficulties with universal surgical manipulator (usm) 1 and 4 movements. Tse checked logs and no errors were verified. The procedure was completed with no reported injury with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the master tool manipulator (mtm) that controls usm 4 moved with unintuitive motion. During the translation of the mtm from right to left, the mtm remained locked in horizontal translation, while vertical translation was possible. The instrument in usm 4 therefore remained locked and moved abruptly when stimulated with vertical translations of the mtm. There were no external collisions. Tse requested removal and reinstallation of the instruments and drapes to solve the issue. Afterwards, surgeon continued working.